Event description:
The customer reported via phone call indicating that there is blood at site, sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that site is not actively bleeding. Customer stated that blood is not visible on the sensor connector. The customer stated that stated that sensor needle is hard to remove. The customer was offered to replace the sensor he use but declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.